Event description:
A customer reported that the system shut down on its own during a procedure. There was a significant delay noted during the case. Add'l info provided from the customer indicated the disconnection of the nitrogen caused the unit to lock. There was no harm or injury to the pt. Add'l info has been requested.

Manufacturer narrative:
The company rep contacted the customer to assist with troubleshooting and found the nitrogen was disconnected. The facility did not request service. Three add'l cases were performed that day and a full day or cases were performed on a tuesday with no further problems. No sample was returned on this service request. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause has been determined to be due to user as the nitrogen was disconnected from the system during a procedure. (B)(4).